Manufacturer narrative:
Incident meets reporting criteria of an FDA MDR report based on the reporting precedence established for this product family for the "non retraction of the needle during use", regardless of patient outcome. There is no echo-hd-25-ebus-o-c (echo) devices of lot# c989178 in stock at the time of the complaint investigation. One x echo-hd-25-ebus-o-c (echo) devices of lot#c989178 was returned to cirl for evaluation. The device was returned in the original package and was open on receipt. This echo device was received with the stylet in place and the needle fully retracted into the sheath. The sheath was examined and no kinks were visile below the sheath extender when the sheath extender was positioned at reference mark 3. A slight kink was visible on the sheath approx. 2cm from the distal sheath tip. On evaluation of the device the needle could be advanced/retracted with resistance. The needle was observed to be severely kinked approx 2cm from the distal tip. The needle tip was examined and confirmed to be intact. The needle tip was examined under the microscope and it was confirmed that the tip of the needle was not damaged. The customer complaint was confirmed as the needle of the returned device was severely kinked approx. 2cm from the distal tip. A possible cause of needle kinking may be attributed to individual patient anatomy if the area being sampled was a particularly hard mass or lesion. It is also possible that the needle was damaged due to product handling when advancing/removing the device from the endoscope, during use if the stylet was not in place during advancement of the needle or during sample retrieval. If the needle was kinked/bent during use, this could result in preventing needle retraction into the sheath. The issue was noted on the fourth pass therefore the needle was most likely damaged during a previous pass. However, as the conditions of device usage cannot be replicated during the device evaluation it is not possible to definitively state if this is the root cause of this complaint. The instructions for use ifu0109-2 that accompanies this device instructs the user as follows: "step 6. With the endoscope and device straight, set the needle extension to the desired length by loosening the thumbscrew on the safety ring and advancing it until the desired reference mark for the needle advancement appears in the window of the safety ring". Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for lot number c989178 did not reveal any discrepancies which could have contributed to the complaint report. The notes section of the instruction for use ifu0109-2 that accompanies this device instructs the user prior to use to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During an ebus procedure in the patient's lung (4r), 3 successful passes were made with the complaint device. During the 4th pass the catheter became kinked on the needle, causing inability to retract the needle. No adverse effects to the patient were reported as occurring.